Event description:
It was reported that a spectrum pump displayed a door error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect tot he door error which was reproduced as door not fully latched alarms. Evaluation observed the alarm when a tube is loaded and the door is closed. The alarms were found to be caused by loose mechanism mount screws. The screws were replaced.